Event description:
It was reported from the cardiac cath lab unit educator to the clinical support specialist (css) while on site of an event that involved a female pt and a intra-aortic balloon (iab) while in use and during removal. Relevant medical history/diagnosis/medications: pt presented to the another facility on (B)(6) 2013. The pt underwent cardiac cath which showed 99% occlusion of left main coronary artery. A 40cc fluid filled intra-aortic balloon (iab) was inserted less than 24 hours percutaneously at that facility and the pt was transported via helicopter to the facility for surgical eval. The doctor who treated this pt in the cath lab at the other facility stated the pt had no calcification or tortuosity of the aorta. The css spoke at length with the interventional cardiologist md who was notified by the rn caring for the pt, that there were many "black flecks" in the driveline tubing and that the pt had no augmentation present on the arterial pressure waveform. The nurse verified that there was no blood present in the driveline tubing upon the pt arrival and the only alarm that occurred since the pt arrival was a drain failure alarm. The md evaluated the pt and felt the iab was ruptured and took the pt to the cath lab to exchange the iab over a spring wire guide (swc) but maintain the same right femoral access. The md said upon further assessment, the iab had been inserted via a sheath (polyurethane with the sideport) but the peel away hemostasis device was still in place preventing the iab from being advanced fully into place. In addition, the contamination sheath was unable to be corrected and the md was concerned about the sterility of the iab. The md said under fluoroscopy (on (B)(6) 2013) the iab was positioned low in the thoracic and abdominal aorta. The md also noted that iab was sutured at both wing tips and did not appear to have moved after insertion. The md successfully advanced a swg through the 40 cc iab, but when the md attempted to remove the iab and sheath the md could only remove about half the length. At that time the md surgeon (vs) who also attempted to removed the iab through the arteriotomy in right groin. The vs was able to further remove the iab through right groin arteriotomy, but as the tip of iab got close to the . The vs performed the cut down of the iab via right femoral artery. The iab was removed wskin "black blood squirted out" into the iab membrane and the vs could not remove any further with a "large black clot" noted in the tip. The right femoral artery was successfully repaired and dye was injected to verify proper closure of the arteriotomy. The md then inserted a 30cc fos iab via left femoral artery (opposite insertion site) without difficulty. Per the md, "pt is not a surgical candidate due to her comorbidities of renal failure, hepatic failure and hepatitis c." While in the ccu unit, care was being withdrawn from the pt per family request. The iab was still in place. The md stated that the iab did not contribute to this pt's expected demise after care is withdrawn. The css did instruct the ccu staff to send lac iabp (a2w, s/n (B)(4)) to biomed to be checked after removal from the pt as black flecks were noted through most of the helium driveline tubing. The staff is currently unsure if the product was discarded since no one knows where it is. Ther was on unk time of delay or interruption in therapy. The pt outcome is the pt was still alive in the ccu and care was being withdrawn per the family request.

Manufacturer narrative:
(B)(4).